Manufacturer narrative:
Return requested. Replacement hos ground cord shipped to site. Medtronic investigation of returned suspect hos ground cord confirmed reported complaint "arcing in ac plug, machine won't turn on." Visually inspection yielded power cable molded plug showing signs of sparking. There is residue on the white wire blade. Additionally, all blades are bent indicating physical damage. Electrical testing showed the white wire is open, confirming the system would not power charge or power on. Electrical failure on (B)(6) 2015 - a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic representative replaced mobile viewing system (mvs) input power ac/cable with new cable, old cable internal arcing in plug head tripping line breakers. On (B)(6) 2015 - a medtronic representative, following-up at the site, reported the imaging system was up and available for customer use, the mvs tower new ac power cord/cable has been installed. System is functioning normally

Event description:
A site representative, radiographic technologist (rt), reported that while in a spine procedure, after one intra-op spin, the mobile viewing system (mvs) shut off. When they moved the mvs to another power plug, they were able to view the image momentarily and it started sparking and went out again. The surgeon opted to continue and completed the procedure with the use of navigation. There was no impact on patient outcome.